Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a dilated ascending aorta and a hard bend into a pre-existing surgical aortic valve, the implant was too shallow to hold and resulted in valve dislodgement into the sinus of valsalva (sov). Subsequently, the valve was snared into the ascending aorta while a non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: outcome attributed to adverse event. Additional information was reported which indicated that following the valve implant the patient experienced atrial fibrillation and an increase in blood pressure resulting in death three days post valve implant. The physician reported neurological changes were noted, but a computed tomography was preformed and no stroke occurred. Per the physician, the patient was very sick and did not have ¿enough reserve¿. It was reported that the physician does not know if the valve caused or contributed to the atrial fibrillation (afib), hypertension, or death. The cause of death was afib and high blood pressure with no reserve. No autopsy was performed. Patient codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.